Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2013. The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted there was burnt capacitor internal to the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.